Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced elevated glucose readings detected by a continuous glucose monitor without evidence of infusion set leakage, and the user did not confirm with a blood glucose fingerstick. The user was instructed to change the infusion set, and glucose levels began to decrease after the change. Symptoms included hyperglycemia peaking at 235 mg/dl. Outcomes included no hospitalization and improvement after troubleshooting and education. Investigation included user interview and troubleshooting guidance on infusion set replacement. Investigation of this case revealed no confirmed device malfunction or delivery interruption and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.